Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device would not switch to battery b. The battery in slot b would register but when it was switched to slot a, it would not register. It was reported that the alleged failure was observed while in use on a patient. However, no adverse patient impact was reported.